Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported patient had wide qrs complex and went into ventricular tachycardia "which was withheld for by onset due to initiation of vt." Wavelet also saw episode as a match and "also would have withheld treatment." Reprogramming was done. The device and lead were removed due to infection less than one month later. No further patient complications were reported as a result of this event.